Event description:
When the customer entered the operating room and opened the customer tubing pack, the arterial side of the tubing set was not connected to the quadrox d oxygenator. The tubing is supposed to be tied down and ready to use. The procedure was completed with this device.

Manufacturer narrative:
Based on the description of the complaint, it is believed that the operator forgot to secure that section of tubing to the oxygenator for this one kit. The issue has been discussed with the manufacturing personnel and they were re-trained on the proper assembly methods for this kit. Additionally, the next lot will be 100% inspected by additional personnel on the floor to verify that the re-training has been effective and the issue is not recurring. (B)(4).